Event description:
Pt was a victim of a airplane crash. She sustained 81.5% total body surface area burns. In 2005, a total of 48 epicel grafts were applied to the pt's anterior arms, trunk and legs. The pt died in 2006 due to multi-system organ failure, which was considered unrelated to the use of epicel by the attending physician. Batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.